Event description:
Arjo was informed about the event involving maxi sky 2 device and sling. It was reported that during patient's transfer from a trolley to a chair, the sling came off . The caregiver caught the resident before the fall but the resident received blow to the head. At 11:30 a.m., the resident has a seizure similar to epilepsy. The alerted ide notes a sudden deterioration of the resident's health and she alerted the emergency services. 1:15 patient passed away. There was no link was being established between the blow to the head (at 9:30 a.m.) And the seizure ( at 11:30 a.m.). An health, safety, and working conditions committee is planned in the next week. No other information is avaliable.